Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient was admitted to the hospital after experiencing pulseless electrical activity (pea). The patient was reportedly being paced by the device during this time. A physician requested the assistance of the boston scientific technical services department in verifying that no loss of capture occurred, and in reviewing any stored events that may have been recorded prior to the pea.

Manufacturer narrative:
In reviewing the device's arrhythmia logbook, technical services found no new episodes to indicate that the patient was in an arrhythmia prior to experiencing pea. No change in pacing thresholds was noted, and no sign of a device malfunction was found. The boston scientific technical services department advised that device function appeared to be normal, and that a change in patient condition may have caused or contributed to this event. An attempt has been made to gather additional information. This event will be updated if any additional information is received.